Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 160 mg/dl. The customer had gone on a snorkeling trip and left the insulin pump in a bag. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and has intermittent up button response due to corroded keypad trace. Pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.